Manufacturer narrative:
We have now completed our investigation into the reported complaint. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A complaints history review was run however no further complaints of this nature have been reported for the product code and lot number provided. As of today, no product return for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
Patient and facility reported the device as defective stating the green light that should appear on the pump never has and there is a constant buzzing that would not stop even after multiple trouble shooting attempts.